Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an occlusion alarm occurred on an insulin pump, and the user required assistance with device registration, pairing, syncing, and software updates; the issue was associated with repeated occlusions that were only resolved after changing infusion supplies and completing troubleshooting and education. Symptoms included interruption of insulin delivery leading to occlusion alerts. Outcomes included the need for replacement infusion supplies and user coaching to restore normal operation. Investigation included phone-based troubleshooting and review of device setup, pairing, synchronization, and software update status. Investigation of this case revealed that the occlusions were resolved following supply replacement and completion of device update and education. It was concluded that the event was related to infusion set performance and device state prior to update, with resolution achieved through supply change and user guidance.